Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 46 mg/dl and 89 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported that during a laparoscopic urinary diversion procedure, the clip ejected. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4) = damaged kick off spring the analysis results of the found that it was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing of the device, the remaining clips were ejected. In order to evaluate the device's internal components the device was disassembled. Upon disassembling of the device, the kick off spring was found to be bent; however, it could not be determined what may have caused the damage found. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)